Event description:
Discordant total bilirubin (tbil), urea nitrogen (bun), cholesterol (chol), low density lipoprotein cholesterol (ldlc), high density lipoprotein cholesterol (hdlc), triglycerides (trig), aspartate aminotransferase (ast), alanine aminotransferase (alt), and alkaline phosphatase (alp) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse determined that the aliquot probe had not picked up adequate sample volume. The fse repaired the aliquot probe. The cause of the discordant results was a mechanical problem. The instrument is performing according to specifications. No further evaluation of this device is required.